Manufacturer narrative:
Based on the information received, qa concludes device function was not associated with this event. However, because evaluation of the device would not conclusively confirm or disprove the report of erosion in-vivo, qa will accept the physician's observations of this as the cause for surgical intervention. The information received provided no indication of contributing factors to this occurrence.

Event description:
According to the information, there was an erosion of the tubing by pump.